Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after a battery change. The customer's blood glucose reading was 460 mg/dl at the time of incident. Troubleshooting assisted customer in clearing the alarm. Customer also indicated a hospitalization for high blood glucose of 460 mg/dl because the pump was unable to bolus. Customer declined to troubleshoot for the high blood glucose. No further details given.